Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'stopper damage and decapping' with the incident lot was observed. Bd determined that the root cause of the stopper damage was attributed to defective stopper molding. The defective stopper molding lead to the improper fitting of the stopper resulting in tube decapping. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was a cracked tube(s) and stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "when collecting blood, the head cap fell off and there were cracks in the plug."